Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that a leak was detected at the cuff of the device after one week in use. No incident related medical sequela was reported.